Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for low blood glucose. The customer's blood glucose was between 20 mg/dl and 30 mg/dl at the time of admission. Customer reported not feeling well prior to the hospitalization. The customer also stated they were unable to raise their blood glucose with glucose tablets. Customer also believed they had over-treated themselves with insulin, causing their low blood glucose. It was also found the customer had lost sensor and weak signal alerts on their insulin pump. Customer also stated their sensor cannula was not bent upon removal from their body. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.